Event description:
Material #: 305916. Tch #: 2024137. It was reported by customer that when they attach to prefilled syringe, the medication won't come out through the needle. It has happened with at least a couple of hundred so far. Still has a couple of the needles that were not working for investigation. Verbatim: rcc received a complaint via phone. Pir attached. (B)(4). Phone: (B)(4). Email: (B)(4). (B)(4). Ref: (B)(4). Lot: 2024137. When you attach to prefilled syringe, the medication won't come out through the needle. It has happened with at least a couple of hundred so far. Still has a couple of the needles that were not working for investigation.

Manufacturer narrative:
(B)(4). L MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. During review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.